Manufacturer narrative:
D9: device received on 5/8/2025. Corrected d3 - mfg establishment name, g1 - contact office establishment name. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a ripped and bubbled downstream occlusion (dso) seal. There was no patient involvement.